Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 87 09sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial #: (B)(4), ubd: 10-feb-2014, UDI#: (B)(4). Update: the previously applied device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient was taken to the operating room on (B)(6) 2019. The pump pocket was opened and clear fluid was noted in the pocket. The physician found a leak in the catheter/connector joint. A new pump segment model 8596sc was used to replace the broken connector. The patient remained overnight in the hospital. The following day, (B)(6) 2019, the same physician stated the patient was no longer experiencing itchiness or spasticity. The patient was discharged home and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The old connector was kept by the hospital and sent to pathology as per hospital protocol. The physician did not request further analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving compounded baclofen with concentration 1,000 mcg/ml at a dose rate of 343.9 mcg/day via an implantable pump for intractable spasticity. It was initially reported on (B)(6) 2019 that the patient¿s pump was replaced on (B)(6) 2019 due to normal battery depletion. The catheter access port was accessed and 1 cc of cerebrospinal fluid (csf) was withdrawn and the physician concluded the catheter was patent and in the intrathecal space. The patient however experienced symptoms of itchiness and an increase in spasticity. Baclofen withdrawal had occurred post operation/replacement on (B)(6) 2019. The patient was taken by family to a hospital on (B)(6) 2019. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient denied any falls or injury that may have caused injury to the catheter or pump. The emergency room physician ordered x-rays to confirm catheter placement. A single bolus of 100mcg over 7 min was administered by programming the pump. After 30 minutes the patient began to feel relief from spasticity and other withdrawal symptoms. The issue was resolved at the time of the report. It was noted that the healthcare provider had no further information regarding the event. The managing physician was notified of the episode by the ER physician and was to follow-up with the patient in his office on (B)(6) 2019. The patient and family were aware of the appointment. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but would not be made available. Additional information was later received via a company representative on (B)(4) 2019. The patient was still experiencing spasms/spasticity after pump replacement. The patient was going back to the operating room on (B)(6) 2019 so they can look at the catheter. It as noted that they had previously taken the drug from the old pump and transferred it to the new pump when the pump was replaced. The patient was taking some orals in addition to the baclofen in the pump. The patient was currently receiving compounded baclofen with concentration 1000 mcg/ml at a dose rate of 450 mcg/day via their pump. No further patient complications have been reported as a result of this event.